Event description:
It was reported that during a trial procedure, the physician noted a cerebrospinal fluid (csf) leak. A blood patch was performed, and patient was given caffeine. Patient has some post op severe pain which was addressed and not resolved with steroid injection medication. Patient taken back to or and leads were explanted. Most recent update was that pain had improved and patient is stable.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI:(B)(4), serial:(B)(6), batch: a000153380 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.